Event description:
Per the audiologist, the pt's parents reported a decrease in the pt's performance when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Explantation/reimplantation is scheduled.

Manufacturer narrative:
This type of event is addressed in the device labeling.